Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture (loc). An x-ray was performed, which indicated the ra lead had dislodged. Subsequently, a revision procedure was performed. The ra lead was successfully repositioned. No additional adverse patient effects were reported.